Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing was also returned. A kink was found on the catheter tubing near the y-fitting approximately 73.7cm from the iab tip. Additionally a second kink was found on the catheter tubing and inner lumen approximately 59.9cm from iab tip. The optical fiber was found to be broken at the kinked location of 59.9cm. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that intra-aortic balloon (iab) therapy was being used during cardiac surgery. After initiating therapy, the console generated a fiber optic sensor failure alarm. The customer tried to remove and re-insert the iab many times, but the issue did not resolve. The blood pressure information was then obtained from the central lumen and therapy was continued. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).